Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient was feeling poorly prior to being hospitalized. The pd therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with ip gentamycin and ip vancomycin for the event. Four days after being diagnosed, the patient was discharged from the hospital and recovering from the peritonitis. No additional information was available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13c07012 and h13d26010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).